Manufacturer narrative:
The lot number is not known. Therefore, a review of the device history records could not be performed. The complaint sample has been discarded by the user facility. Therefore, a device evaluation could not be performed. The investigation is currently underway. It was reported by the physician that the main contributing factor to the infection was the pt's personal hygiene and diabetic status. The pt was treated with antibiotic bactrim ds.

Event description:
It was reported that approx two weeks following a breast biopsy, the pt acquired an infection at the biopsy site and was successfully treated with antibiotics. Reportedly, the biopsy was performed without complication.